Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a knee scope the vapr 3 footswitch was not coagulating. They changed the pedal and used the same electrode and it worked well to complete the case. No patient consequences or surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h10: upon complaint review, it was determined that the reported condition was not confirmed. Therefore, the investigation has been updated as follows: investigation summary: according to the information provided, it was reported that by the sales rep via email that during a knee scope the vapr 3 footswitch was not coagulating. The complaint device was received and evaluated. Visual observations confirm that the cord was found cut off and the cables were exposed. In addition, the device presented marks of wear. The functional test was not performed due to damage in the cord. The complaint cannot be confirmed. This device was released in 2014 and in the field have possibly seen heavy use in 5 years and their failure could be attributed to fair wear and tear. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that by the sales rep via email that during a knee scope the vapr 3 footswitch was not coagulating. The complaint device was received and evaluated. Visual observations confirm that the cord was found cut off and the cables were exposed. In addition, the device presented marks of wear. The functional test was not performed due to damage in the cord. The complaint can be confirmed. This device was released in 2014 and in the field have possibly seen heavy use in 5 years and their failure could be attributed to fair wear and tear. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.